Event description:
An insulin dependent diabetic reported that in the last two bottles of glucofilm reagent patient noticed when patient gets to the last 10 strips patient's blood glucose readings are very low. The customer stated that patient's readings towards the end of a bottle were in the 84-85 mg/dl range. Patient was not feeling well patient purchased another system and patient's blood glucose was actually 300-400 mg/dl. The time difference between readings were not reported. A request was made to return the reagent for evaluation.